Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with a mentor memorygel, 550cc silicone prosthesis experienced swelling, pain, and right side has scar tissue harder than the left and patient feels squishy post procedure. The patient thinks left maybe ruptured and right maybe contracted. The issue has not been diagnosed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.